Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was low so she suspended her insulin pump, but even when she re-activated the insulin pump her blood glucose kept increasing until it reached 562 mg/dl. The customer changed her infusion set and connected to her older insulin pump. The patient's current blood glucose is 140 mg/dl. Troubleshooting was initiated for the high blood glucose. The drive support cap appeared normal. There were no air bubbles found in the infusion set tubing or reservoir. A manual prime was performed and insulin exited the tubing. The insulin pump settings were programmed accurately as well. A high pressure test was performed twice but the insulin pump failed to alarm no delivery; however, insulin exited the tubing due to a possible problem with the tubing clamp. No products were returned or replaced and the customer will continue to use her older insulin pump until she receives another tubing clamp.